Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results and a correction to sections d10 and h3. It was previously reported in sections d10 and h3 that the sample was available and returned but the actual device for this report is not available. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. This report is for the second device reported, for the first device reported that was used on the same patient see MDR 111880-2019-00227.

Event description:
The user facility reported that the glidesheath slender sheaths were leaking from the valve. The patient was in stable condition. The procedure outcome was successful. The estimated blood loss was less than 250cc's. Additional information was received on 07aug2019. The two sheaths were used in the same case. Additional information was received on 09aug2019. The type of procedure that was being performed was a radial heart catheterization.